Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue. The fse replaced the vision side cart (vsc) common computer controller (ccc)to resolve the issue. The vsc ccc was returned for failure analysis and upon visual inspection, no issues were found that would be related to the reported event. Performed bench testing on this unit and confirmed that unit is bricked. The unit was installed on the known good in-house and tower monitor did not show full display and power button kept flashing blue which attributes to the complaint. The system has been verified as ready for use. The complaint was confirmed based on the field evaluation and failure analysis.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system is not completing self-test and patient side cart (psc) is not illuminated. Prior to calling in, clinical sales rep (csr) stated that the system prompted her to restart. While restarting, the csr checked fiber connections and found surgeon side console (ssc) blue fiber disconnected. Csr connected blue fiber cable, performed a hard power cycle, but system would still not fully power on. Technical support engineer (tse) was not able to view system logs. Csr was not able to pull up system information on tower. Tse walked csr through verification of fiber connections again and an additional hard power cycle and epo, but issue persisted. The procedure was completed with another system with no reported injury.